Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 426 mg/dl. Customer's current blood glucose was 341 mg/dl. Customer stated sensor glucose and blood glucose was not suspended due to difference. Customer stated transmitter was not working with the insulin pump. The insulin pump will not be returned for analysis.